Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of the guidewire would not advance down the lumen was not confirmed. Visual inspection found the guidewire was fully inserted inside the lead as received. Visual inspection revealed blood inside the lead at the distal region. The cause of the intravenous wire stuck in the lead was due to blood clogged inside the lead.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, the guidewire would not advance down the lumen of the left ventricular (lv) lead. The lead was not implanted and the physician elected not to implant a new lv lead. The patient was stable with no consequences.